Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 456 mg/dl. The customer also reported that they had another high blood glucose reading of 412 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.